Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose over 400 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. The patient activated the pod over night and woke up with high blood glucose levels. The patient did not get any errors displayed, only high blood sugar notification. The patient felt pain on the area, and decided to remove the pod, it was noticed a little of blood on the pod. Upon inspection, the patient found that the adhesive had come off and the pod was no longer adhering to the body. The cannula was completely bent, and there was blood on the adhesive bandage. The patient was able to activate a new pod after that one.